Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Lab analysis summary: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken device observed assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed.

Event description:
Healthcare professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.